Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead exhibited high and variable thresholds. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.